Event description:
Information received indicates the pump stopped within the first minutes of operation and air bubbles were found distal to the bubble sensor during the case. Device instpection by the hcp found the oxygenarator contained air bubbles. The unit was changed-out with no post-operative complication reported for the patient.